Event description:
It was reported to boston scientific corporation in 2009, that a rotatable snare was used during a procedure performed the day before. According to the complainant, the snare used once. It is believed that during the second pass of the device, the pin of the diathermy connection broke. The procedure was completed with another rotatable snare. There were no pt complications reported as a result of this event. Several attempts to obtain additional details regarding the circumstances surrounding this event has been unsuccessful. Should relevant additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.